Event description:
It was reported the patient (B)(6) was experiencing difficulty establishing communication between the ipg and charging system. A replacement charging system did not resolve the issue. X-ray imagery ruled out any movement of the ipg or presence of a coiled lead. The ipg was explanted and replaced. Post-operative testing revealed all devices functioned properly. It was reported this issue appears to be resolved.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.